Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "did not function" was not confirmed during service evaluation; however, the quality engineer confirmed the reported condition as failure code 94. The evaluation was performed onsite by a field service technician. The battery was found to be discharged which resulted in the date and hour data being deleted. The date and hour data was reconfigured to correct the reported condition. A service history was performed revealing no previous service for the reported condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that did not function. Upon further investigation by the quality engineer, the reported event was confirmed as a failure code 94. It is unknown at which process step or in which care area this event occurred. It is unknown if there was any patient involvement, however, there was no patient injury or medical intervention for the reported condition. No additional information is available at this time.